Manufacturer narrative:
UDI: (B)(4). This actual device was returned for evaluation. Quality engineering evaluated the device and it was determined that the reported condition was confirmed. It was further determined that the state of the adapter was prior to a design change that removed material from two different surfaces to improve the latching mechanism by allowing the leaver to travel further when closing. The assignable root cause was determined to be due device design. A review of the device history record was performed and no non-conformance's were detected related to the reported condition. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the adapter device had an unspecified malfunction. During in-house engineering evaluation, it was determined that the adapter would not hold the actis broach securely. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event is unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.